Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to user error and procedural conditions, as leaflet insertion was not performed for the anterior leaflet, and the difficulty/resistance experienced while removing the gripper line likely placed additional tension on the clip. Based on the information reviewed a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty removing the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the difficulty removing the gripper line; however, this cannot be confirmed. It should be noted that in the mitraclip instructions for use instructs the user to use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets by observation of leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms, and adequate mr reduction. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficult gripper line removal, and single leaflet device attachment (slda) of the second clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. The second clip ((B)(4)) was then deployed; however, during gripper line removal, resistance was noted. The gripper line was able to be removed successfully, being retracted slowly with each heartbeat. After gripper line removal, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician believed that the resistance during gripper line removal may have caused the slda. It was also noted that the anterior leaflet could not be visualized during the procedure due to shadow of cds. No further clips were attempted and the procedure was completed. The mr was reduced to 1-2, with the 2 implanted clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.